Event description:
It was reported that an edwards aortic bioprosthetic valve has been diagnosed with stenosis and insufficiency, 12 years after implant. Patient underwent a successful implant of an edwards transcatheter aortic bioprosthetic valve within the existing failing valve. Patient is reported in stable condition post intervention.

Manufacturer narrative:
Stenosis. Additional manufacturer narrative - report of edwards aortic bioprosthetic valve 12 years after implant due to stenosis; patient was implanted with an edwards transcatheter aortic bioprosthetic valve within the existing valve and is reported as stable. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration is the most common reason for bioprosthesis re-operation and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. This patients medical history included hypertension and diabetes, both of which may have contributed to the degeneration of this device. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.